Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for fbss leg/back and spinal pain indications on (B)(6) 2022. It was reported that the patient went into the clinic on (B)(6) 2022 with concerns of infection at the pocket incision site. The physician prescribed oral antibiotics, but was unsure whether it was an infection or reaction to suture material. The patient followed up with the clinic on (B)(6) 2022, and the patient believes that he has an infection, but per the nurse, there is no infection and only slight bruising at the site. Contributing factors may be that the patient keeps large reptiles as pets. Oral antibiotics were prescribes as a precaution. It was noted that there was an infection at the pocket incision and that medical intervention was required. However, surgical intervention did not occur. At this time, resolution is unknown, and it's unknown if surgical intervention will be performed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep reported that patient¿s weight was 240 lbs. Patient was diagnosed with covid-19 upon being admitted to hospital. Patient is still on oral antibiotics, but the physician is unable to confirm that any infection present is related to or a result of the implanted scs system.